Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed that the right ventricle lead exhibited over-sensing noise and causing pacing inhibition. The noise was not reproducible. No intervention was performed. The patient was in stable condition.